Manufacturer narrative:
(B)(4). Patient information not provided. User facility is provided in initial reporter. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states medical complication reported and component disengaged into cavity. The instrument was received fully applied. Visual inspection of the instrument revealed no abnormalities. A properly formed clip was received. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. Visual inspection of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter during an abdominal aortic aneurysm procedure the surgeon fired one clip on the vessel and it sheared the vessel. It was the first clip fired, directly after the paper was removed from the handle of the clip applier to load the first clip. The surgeon used suture to oversew where clips had either sheared vessels or did not close or ligate the vessel properly. A clip fell into the patient's cavity and was retrieved with graspers. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes.